Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula on (B)(6) 2026 due to scar tissue and the length of the inset cannula. Due to the event, he patient tested positive for moderate ketones and also experienced skin inflammation/irritation. No further information available.